Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the cartridge tubing connection was damaged. Blood glucose level was 317mg/dl. The cartridge was successfully loaded onto the pump and insulin deliveries were resumed.